Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection found the proximal end female luer connector was observed to be cracked. The unit failed the leak test. The reported failure mode, connector problem, was confirmed. Based on the sample returned by the customer it was not possible to replicate the failure or confirm it as a manufacturing process caused issue. After reviewing the mitigation's that are performed during the manufacturing process to detect damaged component, the root cause is that the connector became damaged after the product left manufacturing facilities. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No corrective actions taken at this time. This failure will continue to be monitored to determine if new actions need to be taken.

Manufacturer narrative:
Month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during the use of the product, a crack was found in the tube tip, which caused leakage of medical fluid and back flow of blood to occur. No patient injury was reported.